Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose versus blood glucose value, unexpected suspend [low sg]. The customer mentioned insulin delivery was suspended due to sensor glucose versus blood glucose difference. The sensor glucose value that triggered the suspend on low/suspend before low event was 72 mg/dl. The blood glucose value that triggered the was 125 mg/dl. Customer mentioned loss of communication along with pump and transmitter. Customer mentioned sensor received calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was performed. Customer reported a loss of communication between the transmitter and the pump. Customer confirmed transmitter serial number was programmed in manage devices screen. Customer mentioned pump in process of making multiple attempts to re-establish communication with the transmitter. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range after fewer than 4 days of wear. Customer was advised to wait at least an hour and if blood glucose was stable to calibrate. Customer reports receiving a "calibration not accepted" alert. Customer entered a new blood glucose and calibration. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7040a.